Manufacturer narrative:
The pump was returned and the damage to the sterile sleeve and the side arm was confirmed. The sidearm was broken at the purge tubing in-between the kink protector and the start of the retainer. The most likely root cause for the sidearm damage was purge line damage due to patient movement. This is a use related issue as the device was not fixed in a safe location. The damage to the sterile sleeve was also determined to be most likely a result of a use issue as it was reportedly torn off. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old female patient was implanted with an impella device for mechanical circulatory support. During support, a tear in the sterile sleeve was identified. A sterile bandage was applied and support with the pump continued. Roughly two days later, a fluid leak was identified in the purge system. Purge reservoir placement and a filter change resolved the noted leak. The pump was noted to have been used beyond indication. There was no harm or injury/infection noted as a result of the failure.